Event description:
It was reported that the customer had "over delivered a bolus via the pump resulting in the customer's blood glucose decreasing to 19 mg/dl. Customer went to emergency room and was treated with "sugar/glucigon (like oj)". The customer was released later that same day with the issue resolved and there was no permanent damage.